Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, but the error persisted, prompting the decision to replace the pump. The customer planned to continue using the current pump as backup therapy.